Event description:
The target lesion exhibited medium tortuosity and 90% stenosis. The target lesion was treated with a sprinter legend balloon and a n on-medtronic stent.

Event description:
The physician intended to implant a resolute integrity drug-eluting stent in the lad by direct stenting. It was reported that the stent could not cross the lesion. The delivery system was removed and the stent was observed to be damaged. The device had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. The 5th and 6th distal segments were raised and deformed. The distal tip was damaged.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (target lesion exhibited medium tortuosity and 90% stenosis). Conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited medium tortuosity and 90% stenosis). (B)(4).

Manufacturer narrative:
(B)(4). Results: stent damage, failure to deliver the stent. Device inspected prior to use with no abnormalities noted. Root cause of reported event was most likely procedural related. Lesion pre-dilation not performed. Conclusions: stent damage, failure to deliver the stent. Device inspected prior to use with no abnormalities noted. Root cause of reported event was most likely procedural related.